Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the implantable cardioverter defibrillator (ICD) that when the lead was connected to the device, sensing was lower than what had been measured through the analyzer. The physician disconnected from the device and connected back to the analyzer cables and sensing was consistent with what was measured through the device. The physician attempted to connect the lead to the device a second time and the wrench was not able to engage the set screw and the set screw was not able to advance to tighten the lead within the header. The set screw had disengaged from the treads. A third attempt to connect was unsuccessful and an additional set screw was provided to the physician. The new set screw had the same issue and upon the second attempt with the new set screw the decision was made to replace the device with a new device that was implanted. The device was replaced. No patient complications have been reported as a result of this event.